Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: IFU statements: instructions for use (IFU) of gore® tag® conformable thoracic stent graft with active control system states that care should be taken not to cover the origin of any major arterial branches in the vicinity of the treatment area with any portion of the gore® tag® conformable thoracic stent graft, including the partially uncovered stent. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an endovascular treatment (1-debranching tevar) for thoracic (arch) aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag ac) and najuta thoracic stent graft system (najuta). During the procedure, the ctag ac was deployed at the position where the partial uncovered stent (pus) partially covered the left common carotid artery (lcca). This deployment strategy had been planned preoperatively due to the short proximal neck and relatively large lcca origin. However, an angiography showed reduced blood flow into the lcca. Concurrently, a decrease in left arm blood pressure from approximately 120 mmhg to the 70 mmhg range was observed. Following completion of planned najuta deployment, the fenestration of the najuta was cannulated from the lcca side, and a bare metal stent (epic 10 mm × 40 mm) was deployed across the fenestration into the lcca. Final angiography demonstrated improvement of blood flow in the lcca, and no additional problems were found. The patient tolerated the procedure. The reporting physician commented as follows: the diameter of the lcca origin was approximately 12 mm and it was anticipated that partial coverage by the pus would not cause significant flow impairment, the degree of slow flow observed was greater than expected. Further distal positioning of the ctag ac was considered but avoided due to the increased risk of endoleak associated with the patient¿s highly angulated aortic arch anatomy. Sleeve-cut modification might have been an alternative option.